Manufacturer narrative:
(B)(4). In (B)(6) 2014, the pt experienced peritonitis. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was thought to be ¿due to water¿ because of the peritoneal culture result however the nurse could not confirm the cause. The pt was treated with vancomycin ip and zithromax po (dose and frequency not reported). On an unreported date, the pd catheter was removed and the pt began hemodialysis. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.